Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device generated a remote monitoring alert due to tachycardia therapy being programmed off. The patient's health care provider (hcp) and boston scientific field representative were notified of the alert. The representative reported tachy therapy was subsequently programmed on again. There were no reports of adverse patient effects.